Event description:
It was reported that the surgeon was performing surgery on the right femur. Upon insertion of helical blade with inserter, while he was hitting it with the mallet, a coupling screw broke off towards the head and fell on floor. The implant was not fully inserted at that time. The surgeon continued insertion of the blade, then got a conical extraction bolt from screw removal set and was able to unscrew the remaining portion of helical blade coupling screw. The inserter was removed and the surgery was finished with no harm to the patient and no surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.